Manufacturer narrative:
Evaluation summary: this device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the objective lens is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the electrical connector leaky; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The connector pins at the lg plug are sanded down (leaky) the objective lens is cracked, this creates dots in the image. This event occurred at the time of before use. There was no report of patient harm.